Event description:
It was reported to philips that the device had no power even after a known working battery was inserted.

Manufacturer narrative:
The technician confirmed through the device error log the ECG was noisy. The device needs a processor pca. Upon conclusion of the evaluation, it was determined that the processor pca requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device had no power even after a known working battery was inserted.